Manufacturer narrative:
Additional information: breakdown of 1 events is as follows: cosmetic issues, packaging issues. Serial number of the suspect product: (B)(4). 1 investigation were completed, and 0 investigations are pending from this period. Breakdown of 1 completed investigations: (B)(4) no product returned. The investigation concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.